Manufacturer narrative:
The device was evaluated by zoll medical corporation. The reported malfunction was not duplicated or confirmed. The device was subjected to extensive troubleshooting which including bench handling, power cycling and full functionality testing with the ac power and test batteries without duplicating the reported malfunction. The device was recertified and returned to the customer. Review of the error logs did not find evidence to support the reported event. Analysis of reports of this type has not identified an increase in trend. It is also important to know that the pads and batteries used at the time of the reported event were not returned for evaluation.

Event description:
Complainant alleged that during functional testing, the device would not power up. Complainant did not indicate that there was any patient involvement in the reported malfunction.